Event description:
The reporter stated that the catheter was inserted after being correctly calibrated to zero. Almost immediately after insertion, the catheter showed a starting pressure of 90mmhg, then 40mmhg. This was not consistent with readings from an external transducer that was used at the time. The catheter was left in place for drainage. The same events were observed with two other patients, with two other catheters thought to be from the same lot. There was no harm to any of the patients related to the product problem. Integra requested return of the complaint samples for evaluation. All the complaint samples were discarded by the hosp. Integra has requested additional info from the user facility.

Manufacturer narrative:
The devices involved in the reported incident are not expected to be received for evaluation. An investigation has been initiated based upon the reported information.